Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. The customer was unable to monitor his glucose and experienced symptoms of nausea, nervousness, excessive sweating, blurry vision, and a loss of consciousness. The customer was unable to self-treat, and his daughter administered 2 tablespoons of honey and a glass of orange juice. The paramedics were called, but the customer did not indicate whether additional treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. The customer was unable to monitor his glucose and experienced symptoms of nausea, nervousness, excessive sweating, blurry vision, and a loss of consciousness. The customer was unable to self-treat, and his daughter administered 2 tablespoons of honey and a glass of orange juice. The paramedics were called, but the customer did not indicate whether additional treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified.